Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The harmonic ace instrument was inspected prior to use with no issue found. The harmonic ace instrument did not collide with any other instrument or tool during the procedure. There was no fragment that fell into the patient¿s anatomy. The customer identified an error with the harmonic ace instrument and removed it. The blade of the harmonic ace instrument was broken off outside the patient¿s body after the instrument was removed. No post-operative tests were performed. The patient did not return to the hospital for any complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace instrument blade was broken off. The customer used a new harmonic ace instrument to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade of the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.487¿ from the base. The broken piece was not returned. The complaint regarding the broken blade of the harmonic ace instrument was confirmed by failure analysis. Review of the provided image is consistent with the alleged complaint: the blade of the harmonic ace instrument was broken.